Manufacturer narrative:
Additional information: section b.3 advanced bionics considers the investigation into this reportable event as closed. No further information regarding treatment details will be provided. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests from being performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration. On (B)(6) 2020, the recipient underwent repositioning surgery. The recipient developed an infection of pseudomonas aeruginosa on the incision. The recipient was hospitalized and the infection was treated, however, the issue did not resolve. The recipient's device was explanted.

Manufacturer narrative:
The recipient was released from the hospital on (B)(6) 2020. The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.